Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, the right ventricular (rv) lead was capped and replaced due to an increased capture threshold. There was no damage noted on the lead via diagnostic imaging or during the procedure. The patient was stable with no consequences.